Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial with residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim #: (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -15.5/1.5/106 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. The patient experienced lens rotation not associated to low vaulting. On (B)(6) 2023 the lens was repositioned but this did not resolve the problem. On (B)(6) 2023 the lens was exchanged with a longer length lens in a vertical position and this resolved the problem. The cause of the event was reported as unknown.